Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that after loading a new cartridge, the customer filled the tubing with over 20 units of insulin, and did not observe insulin exit the tubing during the fill tubing sequence. Then, a minimum fill notification occurred. The customer attempted to fill the tubing with an additional 10.2 units of insulin; however, an additional minimum fill notification occurred. Reportedly, the cartridge had been filled with 300 units. The customer's blood glucose level was 234 mg/dl. The customer loaded a new cartridge and observed insulin exiting the tubing after approximately 19 units and completed the load process successfully.